Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: fusion at l1-l5 revision surgery: (B)(6) 2017 it was reported that on an unknown date, post-op, set screw came loose at l1-2. Pseudoarthrosis was observed at l1-l2. Revision surgery was performed and the set screw was explanted.